Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on(B)(6) 2009 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, dyspareunia and recurrence. It was reported that patient underwent revision on (B)(6) 2009 and (B)(6) 2009 with mesh revision with partial removal. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted due to posterior vault prolapse. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2016-05937. The same patient is represented in each medwatch.

Manufacturer narrative:
.